Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. Only one level of qc was provided and it was not from the day of the event. The alarm trace data provided was from the day before the event. No issues were identified during review of that data. Based on the information provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+ss (hcg+ss ) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 25 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2022 a new sample was obtained and the result from another, unspecified method was 87522 miu/ml. On (B)(6) 2022 the repeat result from the e411 analyzer was 67979 miu/ml with a data flag. The hcg+ss reagent lot number was 58457901 with an expiration date of 31-mar-2023.